Event description:
It was reported to philips the device was plugged into a power outlet, however, it stated it was running on battery power. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer stated that switching to another power outlet does not resolve the issue. The rse advised the customer to try another power cord. The customer requested the part number for a replacement power cord. The customer called back and stated the replacement power cord did not resolve the issue and requested an onsite visit. The philips field service engineer (fse) confirmed and duplicated the issue. The fse found voltage going into the power supply but there was no voltage going out of the power supply or going into the power management (pm) pcba. Following the evaluation of the device, the fse replaced the power supply to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. The customer's alleged malfunction was confirmed, and it was determined that the root cause was the power supply.

Manufacturer narrative:
The power supply was returned for failure investigation. Visual inspection of the v60 power supply revealed no evidence of damage or contamination. During the investigation, it was determined that the shorted cr8 and f3 fuse open created the 0-volt output.